Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A cine was received and reviewed by an abbott vascular physician. The reviewer concluded: the absorb scaffold was somewhat under-expanded despite post-dilatation with a 3.25mm nc balloon, which could have potentially been treated with a 3.5mm nc balloon. The treatment of the scaffold with the non-abbott stent is fine also, but in close review of the films there is an apparent staining with contrast at the proximal edge, most likely a edge dissection, which was the culprit for the subacute occlusion later that evening. Thus, the thrombosis is not directly related to the absorb scaffold, but rather to either the non-abbott stent or the presumed proximal edge dissection. The reported patient effects of angina and thrombosis, as listed in the absorb gt1 instructions for use, is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and treatment appears to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat lesions located in the circumflex (cx) and obtuse marginal (om) arteries. The patient presented experiencing chest pain and a non-st myocardial infarction. Pre-dilatation was performed and an absorb gt1 bioresorbable vascular scaffold 3.0 x 18 mm was implanted. Post-dilatation performed with a residual stenosis of less than 10%. Three hours post-procedure, the patient developed chest pain. It was discovered that the patient had an occlusion in the om and the cx artery that required two interventions to bring back flow. The first intervention was the same day when they aspirated the clot and ballooned the lesion, followed by antiplatelet medications. The next day a non-abbott stent was implanted in the absorb scaffold. The patient is doing well post treatment. No additional information was provided.